Event description:
Customer reported to umano medical representative that the nurse call station does not activate when the bed exit alarm is triggered or the nurse call signal is launched. No adverse events were reported in relation to this issue.